Manufacturer narrative:
According to the field service engineer (fse), the hospital staff cleaned the dried the expiratory cassette and after that the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no parts have been replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).